Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had a low bipolar impedance. The atrial lead notification parameter was modified and the lead remains in use. The lead impedance will be monitored and the patient is due back in the office in two months. No patient complications have been reported as a result of this event.